Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited unexpected fluctuations in estimated remaining longevity. Review of device data noted appropriate remaining battery capacity based on fluctuations in threshold measurements over the previous year. Suggestions for continued monitoring and follow-up were provided. No adverse patient effects were reported.